Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error multiple times. The blood glucose reading is 194 mg/dl. The motor error occurred during different functions. During troubleshooting, the displacement test failed. Advised customer that the insulin pump will be replaced. Nothing further reported.